Event description:
Cardiology consult notes: "this patient has an ischemic cardiomyopathy and has undergone coronary bypass grafting in the past. His ejection fraction by echocardiography is 35%. Has a history of paroxysmal atrial fibrillation. Had an ICD implanted seven years ago. Recent analysis of this device show evidence of fracture of the recovered st. Jude riata electrode. Fluoroscopy confirms presence of externalized conductors and is being seen for lead management." Notes from the op report:..."both the atrial and the riata lead were dissected down to their common insertion site in the subclavian vein. Analysis of the right atrial lead at this time showed it to have adequate electrical parameters and accordingly, this lead was retained...using a 16-french excimer laser under constant tee (transesophageal echocardiogram) and fluoroscopic guidance, the riata lead was removed in its entirety without difficulty or complication. Examination of the lead confirmed the presence or exteriorized conductors. Hemostasis was adequate... Returned to pacu in satisfactory condition having tolerated the procedure well.